Manufacturer narrative:
H11. Additional narrative: the device was not returned for evaluation, as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a 25 mm mitris resilia valve was explanted after an implant duration of three (3) months, due to mitral paravalvular leak with unknown degree. Per the report, regurgitation was observed between the implanted valve and the annulus at the site of residual mitral annular calcification (mac) that had not been removed. The device was explanted and replaced with the same size and model 25mm 11400m mitris resilia. Patient's outcome was reported as stable condition. The device was not returned as it was discarded. The surgical approach at implant was full sternotomy. The etiology of the initial surgery was mitral stenosis secondary to mac. The physician did not allege that the edwards device caused or contributed to the event.